Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2018 .this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a power on reset (por). A device update, delivered via in-clinic interrogation, was performed. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the files were from the wrong device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.